Event description:
The customer reported to olympus that during preparation for a diagnostic knee scope procedure, the screen of the camera head was black when plugged in. There was no error code message displayed. The intended procedure was completed with another camera without any delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that the screen was black due to a faulty charged-coupled device. Additional issues were identified during the device evaluation: a sliced cable and a failed leak test were observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the image issue was caused by a faulty charge-coupled device (ccd). The cause of the faulty ccd was attributed to fluid entering the cable. Olympus will continue to monitor field performance for this device.